Event description:
As described by the customer, the patient was on the pneuton transport ventilator. Ventilator stopped cycling. The patient had to be manually ventilated with a bag valve mask. The end user reported that there was no patient harm. The manufacturer received the device for investigation and was not able to replicate the issue.

Manufacturer narrative:
Manufacturer received the device for investigation and was not able to replicate the issue.